Event description:
It was reported that the customer received a button error alarm on the insulin pump and a button was stuck. The customer's blood glucose was not known. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had intermittent button response due to the buttons having flattened dome switch. The insulin pump had minor scratches on the lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.